Manufacturer narrative:
(B)(4).

Event description:
It was reported that a remote transmission showed device battery voltage was at 2.44v with longevity estimation of less than 3 months until eri. When patient was brought into the clinic, the battery voltage displayed 2.56v and an estimated longevity of 2 years remaining. Further review of the device image noted a single anomalous battery voltage measurement of 2.44v. The measurements before and after appears stable and in line with the battery voltage trend measuring approximately 2.55-2.57v. The patient will continue to be monitored remotely and in-clinic follow-up.